Manufacturer narrative:
On(B)(6)2019 , biosense webster inc. Received additional information about the event. It was reported that there were no patient consequences, rf delivery was stopped by switching-off the generator and the distance between the remote and the closest magnet was more than 5 meters. Manufacturer¿s ref # pc-000523811.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a stockert generator, and it was reported that foot pedal ablates on its own. It was reported that when the foot pedal is connected to stockert generator it starts delivering radiofrequency (rf) without pressing it. The procedure was completed using a different foot pedal. There were no patient consequences. Device evaluation details: service repair follow-up was performed and the foot pedal was not returned for testing, as such, the reported complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a stockert generator, and it was reported that foot pedal ablates on its own. It was reported that when the foot pedal is connected to stockert generator it starts delivering radiofrequency (rf) without pressing it. The procedure was completed using a different foot pedal. There were no patient consequences. The issue of the foot pedal triggering ablation without being pressed is considered an MDR reportable malfunction.